Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the led indicators on the mobile power unit (serial number: (B)(6) not being visible was confirmed. During evaluation of the returned unit, it was noted that the led overlay had been installed upside down. The incorrect orientation of this overlay blocked the led indicator window from being visible by the user. The unit was functionally tested and was found to perform as intended, aside from the overlay issue. The unit was scrapped, and a warranty replacement was provided to the customer. The root cause of the reported event was determined to be the led overlay being installed incorrectly. A manufacturing investigation has previously been completed to evaluate this overlay being improperly installed. The root cause of the issue was determined to be operator error, and an awareness training was provided to the manufacturing team. The returned unit on this event was manufactured prior to the completion of this training. Similar events will continue to be tracked and monitored. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. However, it was noted that multiple steps in the assembly and final testing processes that should not have passed. Heartmate 3 instructions for use (rev. C) section 3 - ¿powering the system¿ states that if the green ¿power on¿ light does not come on, the mobile power unit may have a problem. Do not use a defective device. Contact thoratec corporation for a replacement, if needed. The heartmate 3 patient handbook (rev. D - section 10 ¿safety checklists¿) instructs the user to check daily that the power on symbol of the mobile power unit is illuminated green. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient noticed the green light never worked, when trying to use the mobile power unit (mpu) after discharged home on (B)(6) 2023. It did the self-test beeps, but after changing outlets and batteries, the green light never worked. The patient never connected to mpu because there was no indicator light. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.